Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: during investigation, a review of the pump history showed that the last basal delivery was on (B)(6) 2013 and the last delivered bolus was on (B)(6) 2013. There were no alarms related to the complaint in the alarm history; only typical usage was observed. The basal and boluses added up appropriately to total the total daily dose showing that the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. Unrelated to the complaint, evaluation revealed a crack near the case seal of the battery compartment was observed. The battery cap was not returned; a test cap was able to fully secure to the pump and was used to complete testing. The issue of inaccurate delivery was not able to be duplicated during the investigation.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report the patient had an elevated blood glucose on (B)(6) 2013. The reporter stated the patient felt ill on the morning of (B)(6) 2013 and vomited. The patient¿s mother was unsure if the patient¿s vomiting was related to high bg of 220 mg/dl that morning. The reporter stated the patient¿s bg went up to 330 mg/dl with large ketones present later that day. The reporter contacted the patient¿s hcp regarding high bgs and was advised to use alternate method of insulin delivery. The reporter stated that the patient¿s bg was 60 mg/dl that evening after the patient was placed on alternate method of insulin delivery. The reporter informed the animas representative that the pump was resumed on the morning of (B)(6) 2013 and soon after the patient¿s bgs began to elevate again. The patient¿s bg went up to 450 mg/dl with no ketones present. At noon, the reporter removed the patient¿s site and discontinued pump therapy. The patient¿s mother confirmed that patient remained on alternate method of insulin delivery and the patient¿s bg have been falling in the 100-200 mg/dl range. At the time of troubleshooting, the reporter confirmed the pump was set to the correct date and time and all advanced settings were programmed as intended. It was noted that there were no alarms present in pump alarm history on those two days. The patient¿s mother informed the animas representative that the patient¿s site was a new site in her abdomen. It was noted that the reporter confirmed she fills the cartridge with refrigerated insulin and does not let insulin sit out at room temperature prior to filling cartridge. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Serial number: the serial number was originally reported as (B)(4). The correct serial number for this device is (B)(4).